Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The reported problem low flow rate 16ml, s/b 20ml, was not reproduced during evaluation. The device was tested for flow accuracy and delivered within intended range. The customer testing setup and equipment are unknown. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The event history log review was performed. An event occurrence date was not provided, however the last day of customer use revealed an infusion programmed at a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual . The infusion ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed throughout the event history log. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had low flow rate 16ml but it should be 20ml found during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.